Manufacturer narrative:
(B)(4). No product or data was provided for investigation. The reported event cannot be confirmed. It should be noted that diabetes mellitus is a known cause of hypoglycemia, resulting in seizure.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, the patient experienced a receiver that would not turn on, resulting in medical intervention. Patient reported not wearing a sensor at the time of the event. Patient reported having a hypoglycemic event the morning of (B)(6) 2015, resulting in seizure. Patient reported that her husband was home with her at the time of the event. Patient stated that when she had the seizure, she hit her back on a table. Patient reported bruising sustained to her backside. Patient's husband did not call for paramedics. Patient's husband treated patient with orange juice. Patient was coherent. Patient's blood glucose (bg) level was reported to be 41mg/dl at the time of the event. Patient performed paperclip reset on receiver and reported that receiver is functioning properly now. At the time of contact, patient reported current condition as fine. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, the patient experienced a medical intervention. Patient reported not wearing a sensor at the time of the event. Patient reported having a hypoglycemic event the morning of (B)(6) 2015, resulting in seizure. Patient reported that her husband was home with her at the time of the event. Patient stated that when she had the seizure, she hit her back on a table. Patient reported bruising sustained to her backside. Patient's husband did not call for paramedics. Patient's husband treated patient with orange juice. Patient was coherent. Patient's blood glucose (bg) level was reported to be 41mg/dl at the time of the event. At the time of contact, patient reported current condition as fine. No additional event or patient information is available.